Event description:
It was reported that the surgeon used the al2 plate and inserted the locking screw. During al2 surgery, the driver tip was broken. S/he was not able to remove the broken piece and there was left in the patient body. Details of the screws used are unknown.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report numbers (including this report) 3025141-2025-00504.